Event description:
It was reported that the home patient (hp)'s patient line touched home choice (hc) when it was exposed at connect yourself. The hp was to start over with new supplies. No injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error resulting in a breach of aseptic technique was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. Should additional relevant information become available, a follow-up will be submitted.